Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Levels implanted: l5-s1 it was reported that on (B)(6) 2007, the patient underwent anterior lumbar interbody fusion surgery from vertebrae l5 to s1. Reportedly, rhbmp-2/acs was used in this surgery. "Post-op, the patient suffered from progressively worsening low back pain, with pain and radiculopathy in her legs and feet. Patient died on (B)(6) 2016. The cause of her death was "probably acute opiate intoxication," manner defined as "accident", more commonly known as accidental overdose of her pain medication. Patient was taking this pain medication for her rhbmp-2 caused back injuries".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with following pre-op diagnosis: disc protrusion, degenerative disc disease and discogenic pain l5-s1. Patient underwent following procedures: l5-s1 complete discectomy with decompression and removal of disc herniation; l5-s1 anterior lumbar interbody fusion; insertion of biomechanical spacer l5-s1; preparation of bmp; anterior lumbar plating l5-s1; fluoroscopic guidance for placement of instrumentation. As per operative notes,¿ trial sizing was then done with the pioneer cage trials. Appropriate size cage was selected using fluoroscopic guidance. The cage was packed full of collagen soaked bmp sponges and seated in the resection gap.¿ non intra-operative complications were reported. (B)(6) 2007: patient was discharged from the facility.